Event description:
The pt was implanted with a siltex saline mammary prosthesis on 12/1/92. Subsequently, the pt experienced a deflation of the device and hematoma in the breast. The device was removed on 8/21/98.